Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she took the battery out to reset it but the pump keeps scrolling. Customer stated that she believes her clothes could have pressed the buttons. Customer also stated that the buttons would not respond and she was working outside with the pump on her side. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.